Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer resumed insulin delivery. Customer¿s blood glucose level was 152 mg/dl.